Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The reported feedback suggests that there was an inaccuracy of fluid delivery during a saline infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of inaccuracy of fluid delivery during a saline infusion was not confirmed. There were no abnormalities or evidence of damage identified during a visual inspection. The log review performed did not confirm any pump operation on the reported event date, hence the reported incident was not isolated due to inadequate information provided. Re-calibration and subsequent testing of the pump has confirmed the correct functionality and rate accuracy of the device. The root cause of the customer¿s experience was not identified.

Event description:
The report suggests that there was an over infusion. Saline infusion started at 00:20. 2.5hrs later (02:30) and it was noticed that the patient had received 800ml of fluid and 200ml of fluid remained in the IV bag. No additional information provided. From the reported information patient vital signs remained stable, no shortness of breath or cough, however renal, bone profile and other bloods taken for further examination.